Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was seen with bruising and discomfort around the site of generator. Per the report, it appears the patient's body was rejecting the generator, forcing it towards the surgery incision site. The patient was referred for surgery. Update was received that the patient had the generator explanted. The surgeon removed the generator and evaluated the pocket to see if there was any infection. No sign of infection was seen and the reason for generator being pushed towards the skin was not fully determined. The pocket was cleaned out and the lead remains implanted. A review of device history records showed that the generator passed quality control inspection and was sterilized prior to distribution. No other relevant information has been received to date.